Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, device backup vvi mode issue was observed. The patient was presented in the hospital for a device check and the device reverted to normal mode via a programmer. Patient was asymptomatic. Device is part of the fsca advisory and there was a sharp drop of the battery voltage which may have caused the back up vvi issue. The device replacement was discussed with the patient however the patient was unsure of the course of action to take. The device was restored from back up vvi mode and device was functioning normally. Patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: PMA/510(k) #.

Event description:
New information received states: device was explanted due to power on reset and the back up vvi issue. A new device was implanted. Device did not give an alert for battery performance and elective replacement alert. The patient was stable during and post procedure.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.